Event description:
Left knee swelling [joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding (B)(6) old female patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date in 2011, the patient initiated the treatment with synvisc into an unspecified knee. The synvisc lot number was not provided. On (B)(6) 2011, the patient experienced joint swelling. The action taken with synvisc treatment was not provided. On an unspecified date in 2011, the patient recovered from the event of "joint swelling." Relevant concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the events of "joint swelling" as definitely related to synvisc. Additional information was received from the physician on (B)(6) 2011 which upgraded the case to serious. The patient's medical history is significant for gonarthrosis and anterior cruciate ligament injury. On (B)(6) 2011, the patient initiated the first synvisc injection of 2 ml into the left knee. The synvisc lot number was not provided. On (B)(6) 2011, the patient initiated the third synvisc injection of 2 ml into the left knee. On (B)(6) 2011, the patient experienced "left knee swelling and joint effusion." Fifty cc of joint fluid was aspirated of the patient's left knee on the same day. Lab tests were performed. The results were: synovial fluid culture and plasma tests were negative. Additional treatment for the events included administration of a steroid to the patient on (B)(6) 2011. The action taken with synvisc treatment was that the events were treated with medication/other. On (B)(6) 2011, the patient recovered from the event of "left knee swelling." The patient's outcome for the event of "left knee effusion" was not provided. Relevant concomitant medication reported included 100mg of loxoprofen sodium: 1/1 day for pain relief (still continuing). The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of "left knee effusion" as definitely related to synvisc.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.